Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to continue use of service and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 114 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. The device passed the self test and the error alarm test.